Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2022, the patient reported that their pump was alarming every 15 minutes. Additional information was received on january 13, 2026, from the patient who reported that their pump was removed in (B)(6) 2022 by elective decision. The catheter was still in their body. The patient then stated that they lost their insurance and ¿they had problems from the start with the pump¿. The patient stated that ¿they had to disconnect it and there was no medicine in it and the battery started dying after the pump was in them for a year¿.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.